Event description:
She received some erratic test results. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl, and the meter was returned for evaluation.